Event description:
New information received notes the pacemaker was explanted. No further information was received.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed by analysis. The device was returned with normal telemetry and output. Final analysis determined that the device had appropriate remaining longevity. During analysis, a header bonding anomaly was observed, which was unrelated to the reported event. Final analysis found an anomaly between the pre-casted header and titanium case. A delaminated pc header was confirmed. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states. A device history record (DHR) review was performed and found to be complete. The product passed all quality control tests prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker reached elective replacement indicator (eri) within 4 years. No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not yet received.